Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: striated broken on posterior and missing shell. Based on the device analysis the final assessment is: missing shell assessed as inconclusive. A striated broken on posterior assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported right side rupture. The device has been explanted and replaced.